Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, there was a second attempt at implanting right ventricular leadless pacemaker (vlp) due to a delivery catheter failure from the first attempt. Post release testing was performed and showed that the threshold for the vlp had increased, and intermittent capture was observed. Ultrasound showed satisfactory implant position clear of the tricuspid valve. There was no evidence of dislodgement, but a micro dislodgement was considered due to the increased threshold. The physician elected to continue to monitor. The patient was in stable condition.

Event description:
New information noted that the leadless pacemaker (lp) migrated to the pulmonary artery. Retrieval was attempted however, was not successful. It was noted that the retrieval catheter experienced a failure of the snares to operate. Further information was requested however was not provided. There were no patient consequences.

Event description:
New information noted that the leadless pacemaker (lp) migrated to the pulmonary artery. Retrieval was attempted however, was not successful. The leadless pacemaker was left in situ and reprogrammed. There were no further plans to retrieve the device at this time. There were no patient consequences.